Event description:
A consumer reported dissatisfaction at "still having to wear glasses and still having astigmatism" following bilateral intraocular lens (iol) implant surgeries approx two years ago. Add'l info has been requested. There are two medical device reports associated with this event; this report is for the fellow eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other similar complaints reported in the lot number. Add'l info was requested on 05/20/2011, 05/27/2011 and 06/03/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).